Event description:
Through implant patient registry, it was learned that a patient with a 25mm 6900ptfx mitral valve was explanted after an implant duration of 3 months due to unknown reason. The explanted valve was replaced with another 25mm 6900ptfx mitral valve.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry, it was learned that a patient with a 25mm 6900ptfx mitral valve was explanted after an implant duration of 3 months due to endocarditis resulting in severe pvl in the mitral and aortic valves. The explanted valve was replaced with another 25mm 6900ptfx mitral valve. Echo demonstrated well-seated aortic and mitral valves with no pvl. The procedure was complicated by coagulopathy and the patient expired in the or from continued bleeding.